Event description:
It was reported that patient's atrial lead exhibited noise. The lead was capped on (B)(6) 2023. Patient death was reported with no allegations that it was caused or contributed to by abbott devices.